Event description:
It was reported that the patient underwent knee procedure in 2007. Revision procedure was performed in 2009, due to infection. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed september 18, 2009.